Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices / guidewire), patient factors (female gender, advanced age, moderate valvular calcification, small lv, severe ventricular septal hypertrophy, sigmoid septum) likely contributed to the suspected ventricular perforation and subsequent pericardial effusion and cardiac tamponade. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to the tavr procedure, a ¿small¿ amount of pericardial effusion was noted on tee. During a transfemoral tavr procedure, a 20mm sapien 3 valve was deployed with 1ml less than nominal volume. The valve was deployed in a final 60:40 aortic/ventricular (a/v) position as intended. An increase of pericardial effusion was observed during the procedure. The patient was extubated and transferred in stable condition to the ICU. Post procedure, the exact timing is unknown, cardiac tamponade developed and pericardial drainage was performed. The fluid removed was arterial blood. After 100ml of pericardial effusion fluid was drained, hemodynamics became stable. However, pericardiocentesis was performed again later. A left ventricular perforation by the guidewire was suspected. The valve remains implanted in the patient. At the time of this report, the patient was in ICU. The native annular valve area measured 342mm2 by CT. Moderate valvular calcification and no aortic root calcification was reported. A small left ventricle (lv) and severe ventricular septal hypertrophy (sigmoid septum) were also reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.